Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. The physician advanced the 2mm x 20mm x 143cm coyote es mr balloon to the lesion and on the first inflation to 10atms, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.